Manufacturer narrative:
The reported event of could not tighten the setscrew down on the lead was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the setscrew. The user/physician then inserted the wrench at different angles which were also unsuccessful. The problem is related to the user¿s incorrect use of the torque wrench.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker header was unable to connect to the lead. The pacemaker was removed and replaced. The patient had no adverse consequences.